Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device almost gave them a heart attack and it shocked them and caused pain in their back. They also said the battery opened in their body and gave them septic and they had it removed but there was a partial lead fragment that the doctor couldn¿t get out. They said if they tried, it could leave them paralyzed. The patient said they did not want to hear from [manufacturer] regarding this and will never use the manufacturer's devices again.